Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe2138 and no non conformances/ manufacturing irregularities related to the malfunction were identified. (B)(4) conforming device investigation summary: an opened sample of product code vcp345, lot # pe2138 was received for evaluation. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiple pieces due to has begun with the process of degradation. The product code vcp345 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Forty-four samples of product code of product code vcp345, lot # pe2138 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. Three pictures were received for evaluation. Upon to visual inspection of the pictures a two samples with suture in process of degradation of the product code vcp345, lot # pe2138 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Note: events reported in 2210968-2021-00379 and 2210968-2021-00380. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, it was noted that the newly dispensed suture was found with unexpected color when the package was opened. The suture is supposed to be in purple, but it has faded into grey and the problem of pulling off suture needle had happened. The surgeon suspected that the product has degraded. Upon evaluation of the returned device, the foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. There were no adverse patient consequences reported. No additional information was provided.